Manufacturer narrative:
The technician attempted to perform an investigation but the account would not release any information and did not know what bed the alleged incident occurred.

Event description:
The account alleges a patient exited the bed and there was an incident. The account could not state if there was an injury. The account does not know what bed this accorded on.